Manufacturer narrative:
Root cause is likely caused during shipping, based on photos provided by distributor. No additional information was provided.

Event description:
A customer contacted beckman coulter inc (bci) to report receiving two (2) dxi wash buffer ii cubetainers that were leaking. There were no reports of injury.